Event description:
Customer reported, on 3/17/97 the catheter leaked and fell out requiring the pt to be transported via ambulance to the dr's office for insertion of a new foley, because the stoma was closing.